Event description:
The patient reported lower back pain and headaches after placement of a trial lead. The patient was hospitalized. The surgeon decided to explant the lead.

Manufacturer narrative:
Product was discarded by the medical center and will not be returned for evaluation.